Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion (pbd). Additional information indicated that the device will not be returned as the device was kept by the hospital. The device was explanted. No additional adverse patient effects were reported.